Manufacturer narrative:
The technician was unable to replicate the alleged brake issue. The technician found the brakes were functioning as designed.

Event description:
The account alleged the brakes were not working. No injury reported.